Event description:
The hearing aid user noticed that the wax guards were missing from his hearing aids. He flushed out his ears and a wax guard came out of each ear. No further treatment was required. He did not seek medical treatment.